Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address femoral stem loosening, subsidence and pain caused by a fall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had polywear. At this time the poly liner is being added to the complaint and reported.

Manufacturer narrative:
Patient was revised to address femoral stem loosening, subsidence and pain caused by a fall. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had polywear. At this time the poly liner is being added to the complaint and reported. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the sleeve for loosening. No other reports were identified against the remaining provided product/lot code combination. A search of the complaints databases and/or a review of the liner device history records were not possible as the required product/lot code combination was not provided. X-rays and medical records were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.